Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. The shape of the detached rubber fragment matches that of the damaged portion of the biopsy valve, leading to conclusion that the detached rubber fragment is part of the biopsy valve. Functional testing was performed with a representative device and the customer's report was reproduced. When inserting and removing the syringe at an angle, operation became difficult and the biopsy valve was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the confirmation results of the reproduction test, inserting or removing the guide sheath or syringe at an angle may have placed stress on the slit section inside the biopsy valve, potentially causing its damage/fragmentation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during a diagnostic ebus-gs (endobronchial ultrasonography using a guide sheath), an abnormal noise started immediately after the syringe was inserted for anesthesia. Subsequently, a rubber fragment believed to be part of the single use biopsy valve was found in the patient¿s bronchus. The fragment was retrieved with biopsy forceps and the procedure was completed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.